Event description:
The facility's biomedical engineer reported an infusion pump with an 813:01 failure code. The biomed stated to baxter customer service that the failure occurred during biomed testing and they have no record of any patient incident involving the pump since the last baxter service event. There was no medication infusing at the time the failure was observed. Information was requested but details were not available regarding tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.